Event description:
It was reported by the physician the patient is claiming her vns is not working. No additional information was provided. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician's office the patient had never mentioned that the vns was not working and the last time the patient came into the office was (B)(6) 2015. During that appointment, the patient did not express a complaint. The patient was scheduled for an appointment on (B)(6) 2015, but the patient did not show up.